Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had undefined high pacing impedance and an alert was triggered. The sensing integrity counter (sic) was elevated as well, and there were two non-sustained ventricular tachycardia episodes where oversensing was noted during the recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was reprogrammed to the lowest output to utilize the left ventricular lead for ventricular pacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead had no capture, both in unipolar and bipolar pacing configurations.